Event description:
Customer reported waking up with unusually high blood glucose readings. Customer attempted to bolus and the insulin pump alarmed button error. Customer stated that the insulin pump was frozen on the estimate bolus page. Customer's blood glucose reading at the time of the call was 9.2 mmol/l. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen display was noted. The insulin pump had minor scratches on the display window, cracked case near display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.